Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network was failed. A technical support specialist tested the cubie which showed an error while trying to open. So, the technical specialist advised the customer to remove and replace the cubie. The system functioned as intended after the technical support specialist addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, user mentioned that cubies unable to open. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.